Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding patient receiving baclofen, 2000 mcg/ml at 360 mcg/day via an implantable pump. The indication for use was intractable spasticity. On (B)(6) 2019 a pocket infection was reported. The reported infection symptoms were swelling and drainage. Per the reporter, the patient has (B)(6) and has a pus nodule that looks like a large pimple over the pump but can get fluid out of it. The physician noticed it today and the family stated this has happened to the patient before. They were getting the fluid tested and they are treating the patient with bactrim that worked the time prior. The patient status was noted as ¿healthy¿. No further complications were reported or anticipated.